Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage observed. Upon turning on the cycler, it was noted that the display image was intermittently offset. The cause for this discrepancy was due to the connection of the white display ribbon cable that connects between the I/o control board and the lcd display being slightly loose. When the cable was moved at the lcd connection, the display shifted. The white cable was reseated and the display issue was resolved. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The event was discovered while reviewing the patient¿s treatment records after a report of a high drain volume that had occurred during the patient¿s treatment. It was discovered that during cycle one, the patient had drained 4436ml which is 221% the patient¿s prescribed fill volume of 2007ml. The patient ended their treatment early following the high drain and did not finish their scheduled treatment. Upon discovery of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The cause for the iipv event was unknown. The patient did not perform a manual exchange prior to their treatment. The patient had manual supplies to continue with their treatment without the cycler. Follow up with the patient¿s nurse verified that the patient did not experience any injury or require medical intervention as a result of the issue. The patient received a replacement cycler and has continued with peritoneal dialysis therapy without complication. Additional information was requested but is unavailable.